Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The product was not returned for an evaluation by the hospital. Because the part and lot numbers are unknown, the device history records could not be reviewed. No re-exploration was performed, therefore the hypothesis of a device malfunction or incomplete osteotomy in the literature is unable to be confirmed. The warnings in the IFU (instructions for use) state "the surgeon must be thoroughly knowledgeable with the components, instruments and surgical procedure. Incomplete osteotomy or premature osteosynthesis may cause the device to bend, break, or the distraction screw to strip resulting in device malfunction or failure. The surgeon must plan proper placement and orientation of the device for each patient prior to implantation. Correct positioning of the device reduces the risk of device loosening from bone or possible biomechanical complications after distraction is complete." In addition, the IFU states "adequately instruct the patient, parents or guardians. The cooperation and willingness of the patient, parents or guardians over the course of the complete treatment is extremely important. Postoperative care and the patient¿s, parent¿s or guardian¿s ability and willingness to follow instructions are important aspects of successful distraction and healing. A daily distraction plan should be worked out with the patient and / or guardian. The patient, parent or guardian is to be warned that failure to follow postoperative instructions can cause failure of the device or the treatment." If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During post market surveillance a complaint was identified. A study on lactosorb distraction reported "in our study we had one patient where an "unsuccessful" distraction was achieved. Prior to distraction she had a tracheotomy, as was custom in our hospital at that stage. Objectively we achieved only 10mm of distraction despite the expected 20 mm. However, we were able to decannulated her at 7 months of age. Since literature demonstrates that the average age of decannulation for children with robin sequence is 3.1 years, it is possible that the distraction did shorten her tracheotomy time." The literature also states "no surgical re-exploration was performed, but we expect that an incomplete osteotomy or possible mechanical default of the apparatus was the cause."